Event description:
The patient indicated their shoulder replacement felt very stable, and they were happy with it. One day their shoulder gave out while they were scooping dog food. A friend, that sells shoulders, told them their shoulder was part of a recall. The patient had 3 different cat scans, a dexa scan to check for bone integrity, and an aspiration which was negative for infection. The patient is experiencing instability and nagging pain. The patient was told their liner is no longer available and the replacement is waiting for FDA approval. A competitor is designing a custom shoulder for their revision. The patient indicated they are in great shape. They strengthened their muscles to support their shoulder prosthesis. They are scheduled for revision surgery in (B)(6) 2026.